Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Customer had a blood glucose (bg) level that displayed "high" on the continuous glucose monitor and was accompanied by ketones levels identified by their health care provider as life threatening. Customer required assistance from their mother, who administered a manual insulin injection to address elevated bg. Customer reverted to an alternate form of insulin therapy.